Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing resulting in false mode switches, which was observed both in clinic and remotely. During a generator change procedure, the ra lead, right ventricular (rv) lead and left ventricular (lv) lead were noted to bend together in a bundled, scared position. After freeing the leads, the physician visually observed that the ra lead had insulation breaches at two different locations, which he believed were due to ra lead being bent and scared with the other two leads along with the manipulation to free the leads. The physician suspected that the cause of the oversensing was the ra lead bending and rubbing itself within the device pocket. The ra lead was capped and replaced on (B)(6) 2026, while the rv & lv leads remained implanted as all the electrical parameters were in range. The patient was in stable condition.